Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a150202 captures the reportable event of gel found in unintended site non-vascular.

Event description:
It was reported that after the spaceoar vue placement procedure, the magnetic resonance imaging (MRI) showed that the hydrogel was placed outside the perirectal space; 4.03 cc volume of hydrogel were found in the rectum. Three months MRI showed 0.96 cc volume of the remained hydrogel. No patient complications were reported.

Manufacturer narrative:
Additional information was received, after a reevaluation of the MRI it was confirmed that there was no evidence of hydrogel outside the perirectal space. As there is no reportable allegation against the device itself and there was no serious injury, boston scientific no longer considers this to be a reportable event. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a150202 captures the reportable event of gel found in unintended site non-vascular.

Event description:
It was reported that after the spaceoar vue placement procedure, the magnetic resonance imaging (MRI) showed that the hydrogel was placed outside the perirectal space, 4.03cc volume of hydrogel were found in the rectum. Three months MRI showed 0.96 cc volume of the remained hydrogel. No patient complications were reported. Additional information received on 01apr2026. It was further reported that after a reevaluation of the magnetic resonance imaging (MRI) it was confirmed that there is no evidence of hydrogel outside the perirectal space.